Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the knob of the flex arm was tightened, it was still loose and not rigid.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive spinal decompression surgery. Intra-op, flex arm was found to be faulty. No patient complications were reported due to this event.